Event description:
It was reported via repair work order that the grips are sliding in the way of the release handle preventing the cot from being lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.